Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report with failure investigation results will be submitted should the set be received for evaluation.

Event description:
Pediatric nurse hung a secondary infusion of pipercil - tazo at 10:10 am to run over 4 hours. The rate was at 25ml/hour. At 10:30 am the nurse went back to the patient's room to check on him to find 3/4 of the bag was gone. The nurse noticed that the drip rate was pretty fast for 25ml/hour. Two nurse's checked the settings and confirmed they were correct. The pump read that only 1.8ml had been administered, yet the bag was almost empty. Once the infusion was stopped, the medication continued to run. The patient was monitored. The patient's vital signs were stable and no rash was noted. There was no patient harm or medical intervention. The customer stated that no further patient or event information is available.